Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4330296. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle leaked out of the septum. The following information was provided by the initial reporter: IV started in normal fashion, when needle pulled back, blood began pouring out of the gray hub connected to the IV catheter. Unable to stop bleeding without removal of catheter from patient.